Manufacturer narrative:
The electrode lot number and expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was caused by a hole in the tube in the rinse unit. He then performed service maintenance. The investigation determined the event was caused by the leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na gen.2 results from several patient samples tested on the cobas 6000 c501 module the reporter was able to provide one patient sample with discrepant results: the initial na result was 179 mmol/l. The repeat result was 140 mmol/l.